Event description:
During a routine preventative maintenance, error 99 and error 51 were found in the event logs. The cpu and power supply boards were replaced in order to resolve error 99. The speaker was replaced in order to resolve error 51. Complete configuration and calibration was performed. After repair, the pump was found to meet specification.